Event description:
I was using nutrifill contact solution and developed an eye infection. Suspect it was conjunctivitis. It cleared up on its own in a few days, but I was alerted to a recall on solution that I had purchased. Reference reports: mw5173105, mw5173107.